Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter reverted to the setup mode. The medical surveillance specialist (mss) spoke with the patient on september 27, 2010 and obtained the following information. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The patient informed the mss that she tests 1x/day and manages her diabetes with oral medications. Despite the alleged issue, the patient claimed she continued to take her usual dose of oral medications. Approximately 2 months after the alleged issue started, the patient reported feeling dizzy and sweaty; symptoms she associated with low blood glucose. The patient stated she treated herself with food and/or drink in response to the symptoms and felt better afterwards. At the time of troubleshooting, the cca noted that the patient denied removing and/or replaced the subject meter's battery prior to when the alleged issue started. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
During troubleshooting with baxter's technical service center regarding a check heater line alarm the home patient (hp) reported she had air in the line. The hp connected the patient extension lines after priming was completed and stated she connects the bags and opens the clamps while the hc is displaying press go to start. The technical service rep (tsr) advised the hp she will need start over with new supplies. The tsr explained the setup process to the hp and the hp stated she was taught to connect everything first and then do the setup. The tsr assisted the hp to start over with new supplies and walked the hp through the setup process up to connecting self. The tsr had the hp connect herself and press go to the initial drain. The tsr assisted the hp to bypass to fill 1 as she had completed the initial drain prior. The homechoice device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.